Manufacturer narrative:
A patient death was reported to abbott. The patient passed a day after an scs trial procedure. The cause of death was not attributed to the leads, but it was related to the procedure as the event happened within 30 days of implant. Event details surrounding the death were not provided and no scs system complaints were reported nor were implants returned for analysis or disposal. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. The event information pertaining to this device has been reviewed and based on the information received, the cause of the reported event, while not attributed to implanted devices, was not conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information.

Event description:
It was reported that the patient expired. There is no known allegation from a healthcare professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available at this time.